Event description:
It was reported that during a cardiac resynchronization therapy with defibrillator procedure, it was determined that the patient¿s coronary sinus anatomy was a coronary sinus sigma with one main accessible tributary. The physician decided to maneuver through using the bipolar left ventricle (lv) lead. After positioning the bipolar lv lead in posterior left ventricular, the impedance was low and no capture was observed. The physician enhanced maneuver the bipolar lv lead to the distal region and ended with similar measurements outcome. Finally, the physician decided to use a new quadripolar lv lead and the implant procedure completed successfully. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported events of low pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.